Event description:
It was reported that the patient underwent an implant of a zcb00 23.5 diopter intraocular lens (iol). In addition, it was stated that tass was included in the event description resulting in intervention. No additional information was received.

Manufacturer narrative:
(B)(4) - intraocular lens (iol). (B)(6). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.